Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient received an alert for high, out of range, high voltage lead impedance. The lead was explanted and replaced. The patient condition was good after the event.